Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/21/2024. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. H3 investigational summary: the product was returned to ethicon for evaluation. Two needle suture pieces, one empty labeled winding former outside its packaging were received for analysis. The product w6977 is double-armed. During visual inspection of the returned sample, significant marks that appear to be caused by a surgical instrument were observed on the body of the needles. The suture pieces were examined, and the end of the suture was noted to be cut probably caused by a surgical instrument. Besides that, damage (crushed) was found in the surface of the suture, and body fluids were found. Per the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. H6. Component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.